Event description:
It was reported that during a da vinci si colectomy procedure the fenestrated bipolar forceps would not grasp. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grasping functionality was reduced by bent grips. Both grips were bent and one was twisted so that there was a .160 gap at the tips when grips were in the closed position. The bent grips had separation between yaw pulley and yaw pulley cover, indicating overloading at the tip. Additional observation not reported by site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .175 in length and not aligned with the tube axis. Grip and tube damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.